Manufacturer narrative:
The valve remains implanted. Thv/tvt registry event. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, it may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through a social medical comment, a patient noted "I was a perfect tavr candidate. No heart lung or circulatory problems other that aortic stenosis. Last february I had the surgery. All went well for 2 days. Then I developed afib. Then 4 days later I had complete heart block several times. I survived and the valve is doing well and no afib since in hospital. However I feel just as badly as before the surgery. I am grateful to be alive but wish I could feel better." Additional review found this patient received a permanent pacemaker within 30 days of the tavr procedure.

Manufacturer narrative:
Update to a2, b4, b7, g3, g6, h2, additional type of investigation h6 code, and h10 to reflect medical records received. Medical records were received. The EKG showed sinus rhythm. No av blocks were seen. The temporary pacemaker was then removed. The patient was transferred to the pacu in hemodynamically stable condition. The patient's postoperative course was complicated by af rvr requiring amiodarone drip. At the time of discharge, she was maintaining sinus rhythm. The six-month tte indicated the transcatheter aortic valve replacement present with normal functionality. Individual leaflets are not seen. In conclusion, social media notified us that the patient ''developed afib. Then 4 days later I had complete heart block several times. I survived and the valve is doing well and no afib since in hospital. However, I feel just as badly as before the surgery''. Records do not mention if the patient is symptomatic or any plans for intervention. It should be noted that the initial 23mm s3 ultra was implanted well with no valve dysfunction and the six-month also tte showed no valve dysfunction. There was no allegation of a device malfunction noted in the records provided. If additional information is provided, this case will be re-evaluated.